Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned the peri-pump rollers, aligned them, and the pump rate is performing as expected. The cse replaced the integrated multi-sensor technology (imt) tubing and the rotary valve x-seal. The cse performed multiple calibrations, after which all resulted within range. The cse ran quality control (qc), resulting within range. The cse ran precision test, resulting satisfactory. The cse retested patients' samples, all resulted satisfactory. No other occurrences have been observed. The cause of the discordant, na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl 200 integrated chemistry system contacted the siemens customer care center and stated that they reported patients' sodium (na) results to the physician(s) while quality controls (qc) were out of specifications high. A siemens customer service engineer was dispatched to the customer site, after which the operator repeated the patient samples on the instrument. The customer did not provide any results but stated that they did make corrections to some results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na results.